Event description:
Additional information received indicated that the battery would be replaced four days after the report.

Event description:
Additional information received reported that the lead/extension was not coming off of the left side and the ins appeared to be flipped based on an x-ray of an anterior view. It was noted that the patient could never get more than 1-2 boxes no matter what they did. One week later it was reported that the patient was doing great. It was noted that the patient was getting better coverage than before so he was very happy.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had been initially told it would only take an hour or two a week to charge up the ins (implantable neurostimulator) using insr (ins recharger). It was stated that the patient was a thinner guy who only weighed (B)(6). It was stated that the patient had been told the ins might be too deep, but the patient didn't see how that could be since he was thin. It was stated the best he could ever get was two coupling bars and at the time of the report the unit was "borderline dead." It was stated that, when he had met with the manufacturer representative, a lot of things were done (repositioning, antenna locate, changing the antenna out) and that still didn't resolve the issue. It was stated the patient was told "this was just the way it was (normal) and it wasn't normal because he knew other people who had the unit and that was the reason he got it." A coupling problem was reported. It was stated that during the report the patient had the recharger on and had two coupling bars, didn't move and lost the signal. It was stated that "the screen just flashed changed screens and then went blank." The ins was in his right top buttock area. The recharging issue occurred following an implant. Two days later it was reported that the patient was having "major problems with recharging." It was stated that the patient was educated and doing everything right and that it was difficult for the patient to get 2 boxes shaded and stimulator was "going off a lot." It was stated that the patient had to wear insr almost 100% of the time and this was causing the site to be sore. Charging with and without the belt, dial adjustments and having the patient in different positions were tried but these efforts did not improve coupling. It was stated that the patient was slender and fit, the ins did not feel too deep or tilted and one could see the impression of the ins. The patient was using spacers to make it more comfortable for himself. The ins pocket was tight and there was not a lot of movement in pocket. No changes in the pocket were reported. Less than two weeks later it was reported that x-ray had confirmed the device was flipped. The patient was working on scheduling revision with the implanter. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.